Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with noise on the right ventricular lead via remote follow up. The lead was replaced, and "incomplete breaking" of the lead was observed. The patient was in stable condition following the procedure.